Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check" error message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device log was provided for review. The reported event occurred in (B)(6) 2025, but no activity has been logged since december 2024. Based on the evidence, the device appears not to have been used during the reported event. This claim will be closed as no sample returned. Analysis for reports of this type has not identified an increase in trend.